Event description:
A family member reported that the pump seemed to turn itself off. The family member reported that there was no trauma to the pump and the pump was not exposed to moisture. The family member reported that there were no alarms in the pump history. The patient was reportedly able to reboot the pump with each incident. After the reboot the pump reportedly had a "double screen". The family member reported that the pump was rebooted with the same result; the battery was left out of the pump for an hour and the pump rebooted to a normal screen. The family member confirmed that the patient's blood glucose has remained with an acceptable range. This report is made based on the allegation that the pump lost power without an alarm.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box history showed several unexplained power resets. The battery compartment threads were found to be stripped. The battery cap was able to tighten securely to the pump. The pump was exercised for 24 hours without interruptions. The pump was opened and no defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).